Event description:
A report was rec'd stating that a pt had a pocket revision due to discomfort. No devices were implanted or explanted. The pocket site was moved to a more comfortable position.

Manufacturer narrative:
This is a final report.